Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a monoject safety syringe. Customer reports that a registered nurse suffered a needlestick injury with an insulin needle when the safety cap did not lock into place.

Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded.